Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: does ¿hiterorrhaphy¿ refer to ¿hysterorrhaphy¿. Will the device involved in the event or representative unopened samples of the lot involved be returned for evaluation?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the suture frayed and broke during use. It was verified that after the end of the hiterorrhaphy there was rupture of the suture, being necessary to use a new suture of the uterine tissue. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that three sealed boxes, four opened boxes with thirty unopened samples and nineteen unopened samples of product code 803t were received for evaluation. Visual inspection of thirty-two unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, breakage or frayed suturewere noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted.

Manufacturer narrative:
Date sent to the FDA: 07/22/2020. A manufacturing record evaluation was performed for the finished device lot number am4652, and no non conformances / manufacturing irregularities were identified. Additional information was requested, and the following was obtained: please clarify: does ¿hiterorrhaphy¿ refer to ¿hysterorrhaphy?¿ yes, hysterorrhaphy. Will the device involved in the event or representative unuopened samples of the lot involved be returned for evaluation? The device involved in the event won´t be returned, just another devices unopened of the same lot will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.